Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately nine and a half years following the implant of a 29mm transcatheter aortic bioprosthetic valve, a tran sthoracic echocardiogram was performed and showed mild-moderate paravalvular leak of the aortic valve with moderate-severe aortic valve stenosis. No treatment was reported; however, a computed tomography (CT) was scheduled. Results of the CT have not been provided.

Manufacturer narrative:
Updated data: b5 h6 - annex a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the CT was performed 12 days following the tte. The CT showed stenosis with an aortic valve area (ava) of 1 square centimeters (cm2). The stenosis was due to leaflet degeneration. The non-coronary cusp (ncc) had severely restricted motion. A mild to moderate pvl gap was identified. No further treatment was reported and the event was ongoing.

Manufacturer narrative:
Updated data: h3. H6. Product analysis image review: static two-dimensional procedural imaging was submitted to medtronic for review. No digital imaging and communications in medicine (dicom) imaging was provided. Upon review of the imaging, possible calcification was seen inside of the transcatheter aortic valve and possible hyperattenuated leaflet thickening (halt) versus thrombus formation was noted. Conclusion: halt can be a manifestation of structural valve dysfunction (e.g. Calcification). Several factors can contribute to the onset and propagation of this failure mechanism such as patient medical history (e.g. Age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. With the limited information available, a conclusive root cause could not be determined. The complaint investigation determined this event is foreseen in risk management and is included in monitoring/trending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately nine and a half years following the implant of a 29mm transcatheter aortic bioprosthetic valve, a transthoracic echocardiogram was performed and showed mild-moderate paravalvular leak of the aortic valve with moderate-severe aortic valve stenosis. No treatment was reported; however, a computed tomography (CT) was scheduled. Results of the CT have not been provided. Additional information received indicated that the CT was performed 12 days following the tte. The CT showed stenosis with an aortic valve area (ava) of 1 square centimeters (cm2). The stenosis was due to leaflet degeneration. The non-coronary cusp (ncc) had severely restricted motion. A mild to moderate pvl gap was identified. No further treatment was reported and the event was ongoing. Additional information indicated the patient was asymptomatic. The patient was evaluated by physicians who agreed that there was a plan for a surgical aortic valve replacement within the next 12 months.

Manufacturer narrative:
Updated data: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated the patient was asymptomatic. The patient was evaluated by physicians who agreed that there was a plan for a surgical aortic valve replacement within the next 12 months.